Event description:
It was reported to philips that equipment failed to turn on; mpdu control board and fuses replaced on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the mpdu control board, f10 fuse, and f24 fuse, and restored the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).